Event description:
It was reported that the during routine device change out at pre-op interrogation, the left ventricle lead exhibited loss of capture. X-ray confirmed the lead had dislodged. The lead was not repositioned and the new device was programmed to right ventricle pacing only. The condition of the patient was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.